Event description:
Pt had rt vas cath placed in rt subclavian vein. (Had a rt internal jugular stenosis so rt subclavian approach used.) Pt. Was being dialyzed 2/25/97 and catheter was not functioning either way, even if they switched it from venous to the arterial side, it did not work. Pt. Went to surgery 2/25/97 and had rt. Subclavian removed and had placement of rt subclavian red tesio and lt. Subclavian blue tesio.